Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used ultrasite and catheter were provided for evaluation. Visual examination of the components did not note any defects of damage to the components. The two components were disconnected and leak tested individually per specification, and no defects were observed. The two components were then attached to one another and leak tested with no noted defects. Retained units for the reported batch number were examined and functionally tested per specification, and no defects were found. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "when a 24 gauge IV was placed in a patient, blood leaked around both the catheter and the ultrasite valve."